Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the anchor shows traces of being pulled out of the bone. Additionally, the anchor can be observed deformed and the sutures were detached from the inserter. The device has foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per instructions for use (IFU) 1) ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). 2) ensure area of anchor insertion is free of soft tissue. 3) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. 4) mitek anchors are designed to lock into cortical or cancellous bone. Bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over-tensioning or poor bone quality may result in anchor pullout. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during the rotator cuff repair surgery, it was observed that the 4.75 healix advance kntlss br device anchor was pulled out. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.